Event description:
End-user called in reporting that the insulin will not flow through his pen needle. The remaining pen needles in the customers possession will be returned, and a replacement product will be sent out.